Manufacturer narrative:
A field service engineer (fse) adjusted pressure sensor and verified operation. No parts replaced. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc (bec), and reported to customer technical support (cts) that fluid was leaking from the sample probe in synchron cx5 delta analyzer. The customer indicated that sample level sense and no fluid detected errors were also generated. Customer checked for loose fittings and found none. Cts generated a service request. No injury was reported on this issue.